Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump failed to charge after more than three hours on the charging pad, presenting a solid green indicator on the pad while the pump displayed ¿charge ilet now. Dosing has stopped,¿ and the device subsequently powered off; the issue involved premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a battery-related failure, aligning with premature battery discharge of the device¿s battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.